Event description:
It was reported that the collimator on the 9900 system closed down on its own prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament and collimator were calibrated during the service call. The system was tested and found to be working as intended. And put back into service.